Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. The parts were removed and replaced in a revision: therefore the complaint is considered confirmed. No product was returned. A representative of the surgeons provided a portion of the surgeon's notes on the case. The note stated " mild heterotrophic bone formation on imaging; range of motion limitation and discomfort likely from excess bone and scar tissue around joints." This seems to indicate that the patient was experiencing range of motion limitation and discomfort likely from excess bone and scar tissue around joints that lead to this revision. This indicates that there was no alleged malfunction of the implants. Investigation results concluded that the reported event was due to patient condition. The manufacturing history was reviewed for the fossa component and no non-conformances were identified. Device history record (DHR) review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. ¿ heterotopic bone formation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00819-1 and 0001032347-2017-00820-1.

Event description:
A representative of the surgeons office provided a response to the previous attempt for additional information. The surgeon's notes on this case state "mild heterotrophic bone formation on imaging; range of motion limitation likely from excess bone and scar tissue around joints."

Manufacturer narrative:
"Removal of component(s)" is listed in the adverse events section of the package insert. The product was not returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #0001032347-2017-00819 and 0001032347-2017-00820.

Event description:
A revision of a right fossa was performed on (B)(6) 2017. It was replaced with another item of the same part number. More information was requested but has not been received at this time.